Event description:
Customer reports during injection: catheter becomes disconnected; extension tubing blew off tip and sprayed out contrast. There was no injury to the patient.

Manufacturer narrative:
Pending manufacturing investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.